Event description:
On (B)(6) 2013, at (B)(6), while setting up cardiohelp unit (article number 70104.8012; serial number (B)(4)) the hospital reported that the cardiohelp unit does not turn on. They were testing the unit before setting it up on a patient and the unit would not turn on. (B)(4).

Manufacturer narrative:
(B)(4). The device was evaluated by the ssu technician and the sensor panel was replaced. The batteries were calibrated and the unit passed the performance and function tests. (B)(4).